Event description:
During a coronary drug eluting stenting treatment procedure, stent damage was found. A taxus express2 2.75x20mm drug eluting stent was unable to be used "because stent has burr." No pt complications occurred. Pt status is satisfactory.